Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system could intermittently not start up. The fse inspected the system and found that the host-pc intermittently failed to start up. The fse solved the issue by replacing the host-pc and reinstalling the software. The returned part has been analyzed and showed that the motherboard of the host-pc was defective. After the replacement of the host-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was intermittently unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.